Event description:
It was reported by service report that the foot end jack could not be pumped up to full raised position; missing compression spring in the side rail could potentially result in non-latching side rail. No pt involvement or adverse consequences are reported.